Manufacturer narrative:
Further investigation determined that the cpu board was not functioning properly resulting in the foot end not lowering.

Event description:
It was reported that the bed lift was not functioning properly and the bed could not be lowered. No adverse consequences were reported.